Manufacturer narrative:
Event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: prostatectomy. Hospital: [name]. "Surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs. They replaced with a new one to completed this surgery." Product available for return. Additional information received via email on 04aug2020 from [name]: the metal tips of the prongs were exposed. The bag fell off after 14-16 seconds. There was not multiple attempts made to advance the actuator. The bag fell out into the patient. They picked up the bag via the cord loop of the cd001. Patient status: "fine." Type of intervention: "they replaced with a new one to completed this surgery." They picked up the bag via the cord loop of the cd001.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed that the tissue bag was not present on the supports of the returned unit. Engineering observed that the pawl, an internal component of the device, was deformed. However, no other non-conformances were observed. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: prostatectomy. Hospital: [name]. "Surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs. They replaced with a new one to completed this surgery." Product available for return. Additional information received via email on 04aug2020 from [name]. The metal tips of the prongs were exposed. The bag fell off after 14-16 seconds. There was not multiple attempts made to advance the actuator. The bag fell out into the patient. They picked up the bag via the cord loop of the cd001. Patient status: "fine." Type of intervention: "they replaced with a new one to completed this surgery." They picked up the bag via the cord loop of the cd001.